Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. It is possible that the blade was broken during transit to the analysis site. The original complaint was for an error code unspecified. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed and the max hand control button activated intermittently. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. It is possible that the noise heard was the blade vibrating prior to breaking off. This was not verified during testing since the blade was broken when it was received. The instrument was disassembled to examine the internal components and corrosion was found on the flex circuit cable assembly at the solder interfaces. It is possible that the corrosion on the solder joints could have caused the intermittent activation on the internal max hand control button.

Event description:
It was reported that during a lap colectomy, an error occurred during use. A metallic sound was heard at a test after the device was re-assembled. Another device was used to complete the case. There were no adverse consequences to the patient.